Event description:
It was reported to boston scientific corporation on sep 15, 2005 that a hemostatic clipping device was used during a procedure the month prior. ( patient age, gender and weight unknown) according to the complaint, "the red plastic bit which constitutes a safety to avoid an unexpected exit of the clip was badly positioned. During the use the clip didn't detach itself immediately then remained in the light of the fibroscope during the withdrawal of the applicator ".

Manufacturer narrative:
A slight kink was noticed on the coil of the device near the handle. The clip assembly was deployed and was not returned with the device. The yoke was detached from the control wire ball end. The coil bushing was noticed inside the outer sheath approximately 0.5 inch from the distal edge of the outer sheath. The end-user may have failed to operate the device correctly as evident by the coil being kinked and the clip assembly deployment the DHR investigation revealed no deviation of the device specifications, production process specifications, the quality assurance procedure and specifications. All other acceptance records demonstrate the device was manufactured in accordance with the device master record.